Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented with exit block approximately 6-12 months after implantation, despite the lead having been implanted appropriately. Imaging showed no abnormalities in lead position. It was noted that measured lead impedances were within normal ranges; however, the pacing threshold was elevated, and sensing amplitude was low. After reprogramming the associated device to unipolar configuration, the simulation parameters improved. The physician notes that a lead defect was suspected despite the normal impedance measurements. No adverse patient effects were reported. This rv lead remains in service.